Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Short description kinking IV line. IV line seems to close after being connected, difficult to infuse the fliud when did the incident occur? During use.

Manufacturer narrative:
Additional information: information provided by customer in adverse event or prod prob medical device expiration date & device manufacture date. Investigation result: no 20350e-0006 sample was received for investigation; however the customer reported that the "IV line [from lot #23079275] seems to close after being connected, difficult to infuse the fluid" during use. As part of the investigation, the customer provided some photographs of the affected samples; analysis of the photographs confirmed the customer's experience as kinking of the tubing was observed, with an area of cloudiness at the affected tubing. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the kink was likely to be related to excess solvent coming into contact with the tubing during the assembly process; the solvent would result in the tubing becoming more malleable which could result in the observed kinks occurring following the coiling process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 23079275 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.

Event description:
Additional information: confirm how the fault was identified? The pump often went into alarm due to occlusion confirm when the fault was identified during priming or infusion? If during the infusion, after how long? Already during the set-up, then confirmed by the infusion.